Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient could remember the exact date of the event but stated that about 6 months ago she experienced inaccurate readings which required an emergency room visit. The patient stated that the readings were going up and down. There were times that she would get low cgm readings (unspecified value), and within minutes it would read extremely high (unspecified value). The patient experienced feeling nauseous, sweating, slurred speech, and shaky. The ¿reading¿ was 42 or 43 mg/dl. The patient went to the hospital and when a fingerstick was taken the cgm reading was 43 mg/dl, and the blood glucose reading was 70 mg/dl. The hospital staff were able to ¿manage¿, but no specific treatment or medication was reported. When the patient was about to leave the ER, the readings dropped again, and the patient needed to be admitted. No other information was provided. The patient mentioned that she had a head injury, and this affected her memory as to what exactly happened. It is unknown if the head injury was related to this event or not. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to experiencing symptoms. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.